Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, active current measurement and self test. However, device failed the sleep current measurement due to moisture damage found on the electronic assembly. No delivery, keypad error, drive motor or rewind anomaly during testing noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump¿s buttons were hard to press. Customer stated they received motor errors and unexplained no delivery alarm as well. Customer stated there was grinding while rewinding the insulin pump. Customer stated the battery compartment was cracked and battery life was less than 7 days. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.